Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected as "health professional" was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to breakage of circuit board inside connector, possibly due to water invasion at the scope connector. However, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "chapter 3.8 inspection of the endoscopic system-inspection of the endoscopic image." The event can be prevented by following the instructions for use which state: "do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. " additionally, in "chapter 5.4 leakage testing of the endoscope - perform the leakage test" is states: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." "Do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. The reported problem of noisy images was confirmed, caused by corrosion on the endoscope connector (plug unit). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported that while preparing the evis lucera elite bronchovideoscope for a diagnostic tracheoscopy procedure, the scope images were noisy and indistinguishable. The intended procedure was completed using a similar device. There was no delay to the procedure, the patient had not yet been sedated, and no patient or user harm was reported.